Event description:
Four screws backed out three weeks after the operation. The pt's neck has been fixed with halo-vest. The revision surgery will not be scheduled.

Manufacturer narrative:
Add'l info has been requested and if provided will be supplied on a supplemental.